Event description:
It was reported that the user received an insulin set expired alert after changing supplies the prior day and acknowledged that they likely selected ¿no¿ to the supply change prompt, which did not reset the infusion set timer; the user then performed a fill cannula and received education on correct supply change steps and not exceeding three days for the infusion set. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy and no alerts or alarms requiring further action. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user error in responding to the supply change prompt, which left the infusion set expiration timer unchanged; the device and components functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of device.